Event description:
It was reported that the user experienced persistent hyperglycemia despite visible insulin delivery, and they were instructed to perform a full supply change with confirmation of all steps completed. Symptoms included elevated blood glucose. Outcomes included no reported injury and continued monitoring for a downward trend. Investigation included user troubleshooting and education with guided supply replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was not conclusively attributable to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.